Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0706 - stress problem identified.updated annex d - conclusion desc 1 to d11 - cause traced to user.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to 4-02 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported issue was confirmed. A review of system logs found a significant number of errors. An inspection during fa process was able to replicate the reported event. The unit was tested on system and presented repeated 4-02 and c-00 errors on startup. Error c-00 was found in erbe logs. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on field evaluation and failure analysis. The probable root cause is likely due to a component failure pointing to a software problem within the erbe.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called to report that the integrated electrosurgical unit (iesu) or erbe error 4-02 was displayed and cautery was halted. System logs confirmed the occurrence of erbe errors 4-02 and c-83. The customer removed the handheld cautery and repositioned the da vinci cautery away from the port, then power-cycled the erbe system. The error persisted after three power cycles. The procedure was completed as planned with no reported patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error c-83 is attributed to a communication issue of the instrument interface (iif) module within the erbe generator. This error indicates a faulty communication between the instruments and the generator. This error can be resolved through troubleshooting or replacement of the generator.